Manufacturer narrative:
Baxter medical assessment: although the pathomechanism of penetration of abdominal instillate into the pleural cavity is unclear, and a confirmation of the presence of adept in the pleural punctate not confirmed, the authors of the publication are considering a causal relationship possible. Since further relevant info is not available retrospectively, given the temporal relationship, and the dechallenge after punction of the effusion, we can only subscribe to the conclusions that adept may have contributed to the event. If any add'l info becomes available, a f/u will be submitted. This will be kept on file for trending purposes.

Event description:
From literature: d. Doumplis, g.s. Majeed, r. Richardson, k. Sieunarine, j.r. Smith (2006). Adverse effects related to icodextrin 4%. Our experience. Springer-verlag 2007, gynecol surg (2007) 4:97-100. Patient #3: a nulliparous woman with severe endometriosis resistant to medical treatment, was scheduled for operative laser laparoscopy. She had previously undergone a right ovarian cystectomy in 2001 when severe endometriosis was diagnosed. Previous laparoscopy via the left upper quadrant port (palmer's point) showed extensive adhesions between small bowel and the anterior abdominal wall. The abdominal wall adhesions were resected to some extent by laser but it appeared that the pelvic adhesions were quite dense and extensive. Thus, laparotomy was performed and adhesions were resected to reconstitute a pouch of douglas. A liter of adept solution was left in the abdominal cavity and a drain was inserted in the pelvis, which was initially clamped. The pt was in a trendelenburg position for most of the operation which lasted nearly two hours. At that time she remained stable with normal pulse of 60-70 bpm and blood pressure 100-130/60-70. However, five hours later she became tachycardic (120 bpm), complained of shortness of breath and felt very hot. Her temperature was 37.8 degrees c and the respiratory rate 20/minute. On examination there was reduced air entry on the base of right side of chest and a provisional diagnosis of atelectasis of the right lung was considered. It was noted that the pelvic drain contained only 170 ml of fluid. Full blood count, urea and electrolytes, and crp were normal while chest x-ray showed right pleural effusion. Intravenous antibiotics were started. An hour later it was noted there were 450 ml of heavily blood stained fluid in the abdominal drain. She was assessed by both the anaesthetic and surgical teams during the night, internal bleeding seemed unlikely, and the blood stained fluid from the drain was considered to be some of the adept solution. Twenty-four hours later, she had another episode of shortness of breath. The pt developed pyrexia of 37.9 c, tachycardia (94bpm) and a further chest x-ray showed an increase in size of the pleural effusion. Blood gases showed alkalosis: ph 7.5, pco2 3.8, po2 8.4. A spiral chest CT excluded pulmonary embolism, but confirmed right basal consolidation with pleural effusion. A chest drain was inserted at the right mid-axillary line under ultrasound guidance and blood stained fluid was aspirated. After drainage of 1300 ml the pt's condition was significantly improved. By day 5 there was no further drainage and repeat chest x-ray confirmed to further accumulation of effusion. No organisms were isolated from pleural fluid culture and cytology was also negative. The drain was removed and she was discharged home. She was reviewed in both gynaecology and respiratory outpatient clinics six weeks later, recovering well.